Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 567 mg/dl with moderate ketones. Cause was the pump battery could not be charged. Bg was addressed via manual insulin injection. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.